Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on this system 1e processor (field correction #3000251274-7/10/2012-001-c). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.

Event description:
The user facility reported a leak coming from their system 1 e, following a diagnostic cycle, causing water to leak onto the floor of the workroom and adjacent or floor. A staff member was present in the room during the event and was able to turn off the water supply to the unit. No procedural delays or cancellations reported. No injury to staff or patients reported.